Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
Post implant of a 20mm sapien 3 valve within a failed medtronic melody valve in the pulmonic position, severe pulmonic regurgitation (pr) was seen on angio and through an intra-cardiac echo catheter. The intra-cardiac echo showed that the leaflets were immobile. A second 20mm sapien 3 valve was placed in the same position and functioned well. No pr was seen after the second valve. The patient was stable post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not available for evaluation as it remains implanted in the patient. Due to the device and/or relevant imagery/video not being returned for evaluation, the complaints for leaflet ¿ inadequate coaptation-in patient and valve ¿ regurgitation-central leak were unable to be confirmed. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is unlikely that a manufacturing defect or device malfunction contributed to the events. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. There are several potential patient and procedural factors that alone or in combination can cause or contribute to central regurgitation and inadequate coaptation. Based on historical review of complaints, these events are typically a result of leaflet impingement by a guidewire/diagnostic catheter, leaflet impingement in a calcified valve, leaflet damage due to overexpansion with extra volume during post dilatation, or under-expansion of the valve. However, it should be noted that no post-dilatation was reported and under-expansion of the valve is unlikely as nominal inflation volume was reportedly used to deploy the valve. Without the procedural imagery, the suggested root causes above could not be confirmed. As such, there is insufficient information to determine an exact root cause at this time. The following manufacturing mitigations are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. During manufacturing, frame components underwent the following inspections: 100% dimensionally inspected; 100% visually inspected for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions. Samples were mechanically tensile tested and measured for grain size. Of note, all samples passed pv testing; 100% visually inspected for scratches, grooves, and deformation after cleaning and drying cycle. Leaflet components underwent the following inspections: leaflet thickness was measured per process sheet/work order requirements; leaflets were 100% tested and grouped by deflection category for subsequent processes; die cut leaflets were dimensionally inspected on a sampling basis; die cut leaflets were visually inspected on sampling basis to verify tissue slit exist; die cut leaflets were 100% visually inspected for mechanical defects (e.g. Delamination, separation, damaged tissue surface, thin spot, and wrinkle). The adequacy of thv valve coaptation and valve appearance are 100% inspected before and after valve holder attachment. Prior to final packaging, 100% visual inspection is performed to ensure no damage to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Since no product non-conformances or labeling/IFU/training deficiencies were identified, fmea assessment was not required. Review of device history record (DHR) did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review revealed no other similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the applicable trend categories. Due to the device and/or relevant imagery/video not being returned for evaluation, the complaints for leaflet ¿ inadequate coaptation-in patient and valve ¿ regurgitation-central leak were unable to be confirmed. No manufacturing non-conformances were identified during evaluation. There is insufficient information to determine the definitive root cause at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate for the applicable trend categories did not exceed their (B)(6) 2018 control limits, no corrective or preventative action is required at this time.